Event description:
Evaluation revealed contamination on the force sensor assembly and an out of calibration force sensor. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2011. (B)(6). Correction number: 2531779-03/24/2010-003-r. During evaluation contamination was found on the force sensor assembly and the force sensor was found to be out of calibration. A cartridge with 100 units of fluid was placed in the pump and the load step stopped at 94 units.